Event description:
It was reported that the downstream occlusion (dso) sensor seal failed calibration. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Confirmed customer complaint: downstream occlusion (dso) sensor fails to calibrate. Replaced dso sensor, dso bezel, dso seal, ran calibration, and device passed. Upon further investigation, printed wire assembly (pwa) shows damage to chip array, it was replaced. Performed functional testing and device passed all test criteria. Updated software.